Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune femoral trial cracked in to 2 pieces. All pieces were retrieved. No surgical delay. No adverse affects on the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. Visual examination of attached photos can confirm the breakage condition. In the photos there is no evidence of pieces left in the patient, therefore the fragments removed from patient cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.